Manufacturer narrative:
Retained samples of the concerned lot number have been inspected visually and tested mechanically. Mechanical tests for adhesion were performed on 3 retained samples of the claimed lot number. All tested samples were found to perform within limits. No faults could be detected. We have requested a filled in questionaire and the involved device for further investigation. We will provide further information, investigation results and any conclusion in a follow up report.

Event description:
On (B)(6) 2026, we have been informed about an incident involving a xlbleu ECG electrode ref.: fs-wa01c+/10 (our model.: fsvm01/10) at nwas user facility in the (B)(6). The initial reporter informed (B)(6) about: "when removing the dots from the patient they caused damage to the patients skin causing skin tear. After the second incident the dots of the same batch were removed from vehicles and stores and reported." In addition to the iniital report, we have received a picture showing the patient skin tear. On the picture it is not clearly visible where on the patient body the injury has happened. It shows a circular bloody skin tear on an elderly patient. No information on the skin preperation, the wearing time and how the skin injury had to be treated afterwards. We have requested customer samples and a filled in questionnaire but have received neither so far.